Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed displacement functional tests. No unexpected alarms were noted. The insulin pump was unable to complete the prime test due to faulty force sensor relay. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a no reservoir alert because the force sensor stopped functioning. This issue caused the insulin pump to shoot out all the insulin. The customer's blood glucose level was 130 mg/dl. The product is not being returned. Nothing further was reported.